Event description:
Pain [knee pain] , swelling [knee swelling] , effusion present in both knees [knee effusion] . Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited case received from united states from a health professional. This case involves a male patient of unknown age who experienced pain and swelling bilaterally with effusion present in both knees (latency: unknown for both), after receiving hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc one) at an unknown dose and frequency for an unknown indication. On an unknown date in (B)(6) 2018, after the injection, the patient experienced pain and swelling bilaterally with effusion present in both knees. The patient had more fluid aspirated from his knees 2 days later. A product technical complaint (ptc) was initiated on 15-jun-2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Action taken: unknown. Corrective treatment: steroid injection and aspiration of the knees for knee effusion. Outcome: unknown for all events. Additional information received on 15-jun-2018. Gptc number and ptc results added. Text amended accordingly. Follow up was received on 02-aug-2018. No new information was received.